Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failure analysis could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The instrument was found to have thermal damage to the yaw pulley in between grips. The yaw pulley had charring and/or localized melting on the bottom surface of both bipolar yaw pulley at the base of the grip. The instrument passed the electrical continuity test. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the front surface of one bipolar yaw pulley at the base of the grip. The instrument passed the electrical continuity test. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had no power on a lot of times, even after restarting the device, it didn't work. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was not observed. No arcing was observed. There was no patient injury.